Event description:
Reporter indicated that pt's device diagnostic testing during end of svc generator replacement surgery resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. This diagnostic test was performed using the existing lead and the new generator. The lead pins were then removed and re-connected back into the generator. A subsequent diagnostic test indicated the same results. Surgeon then performed a diagnostic test on the new generator. Generator diagnostics indicated proper generator function. Surgeon also performed a diagnostic test on the previous generator, which also indicated proper generator function. It was determined that there was a problem with the lead. Both lead and generator were replaced. Lead discontinuity is suspected. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.